Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker was not working. The patient was then referred to the physician. There was no further information on this event. All available data suggests that this device remains in service. No adverse patient effects were reported.